Manufacturer narrative:
Literature events: author: shangdong mu, qingjuan chen,shuo li,dongfeng wang,yongchang zhao1, xiang li, wei fu1, zhigang fan, shan tian, zeng li title: incomplete radiofrequency ablation following transarterial chemoembolization accelerates the progression of large hepatocellular carcinoma, shangdong mu, 2023 journal of cancer research and therapeutics - volume 19 - issue 4 - august 2023 source: doi: 10.4103/jcrt.jcrt_2296_22 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study between august 2013 and july 2020, ascertained if inadequate ablation after transcatheter arterial chemoembolization (tace) can alter the course of hepatocellular carcinoma (hcc). Using the cool-tip rfa, there were 343 patients included in the study with 171 patients classified as complete ablation and 172 patients classified as insufficient ablation. The major complications included intrahepatic hemorrhage (n=3) and intrahepatic biloma (n=11) which resolved after receiving the appropriate symptomatic medication and drainage treatment.